Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was constantly going to the bathroom. It was clarified that it was for the bladder and patient was having urge frequency. Patient reported therapy was off and stim was set to 4.0v. It was reviewed with the patient how to turn stim back on. Patient turned stim back on and decreased the stim to 3.1v and reported stim felt comfortable at that level but she would continue increasing because she had stim set to 4.0v. Patient reported that the ins kept turning off and reported that had happened six times already and she had never touched anything. Patient reported that the ins had turned off sporadically over the past few months. Patient was advised to follow up with their healthcare professional (hcp) regarding ins turning off and possible ways ins could have been turned off were also reviewed with the patient. No further symptoms or device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that every time patient's patient programmer (pp) goes off, she had to keep putting the lightning bolt back on. Patient was assisted to synch pp with ins. Patient stated she saw the lightning bolt indicating stim was on and was at 3.5. Patient reported she was experiencing frequency/constantly in the bathroom symptoms still. Patient reported having loss of therapy. Patient stated why does she even have the device if it's not even working. Patient asked if there was a potential for her lead to move causing loss of therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bktm, implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient wanted help changing the stimulation settings because the setting they switched too was not helping. The patient noted that the last time she changed the program it shocked her so she wanted to prevent that from happening again. Trouble shooting attempts were made and the patient changed form p4 at 4.3v to p2 at 2.0v. The patient mentioned that she saw turn stimulation on message. It was also reported that the patient thought she accidently moved to program 3 at 3.5v and wanted help moving to program 1. The patient moved to program 1 and turned stimulation back on. The patient noted that she moved stimulation up to 2.0v and it was mentioned that the patient talked to her health care professional (hcp) about getting the stimulator taken out and a new one put in. Additional information was received and the patient stated that she was still pee ing. The patient reported that she wanted help to change programs again. Trouble shooting attempts were made and the patient was walked through adjusting stimulation form p3 at 2.5v to p1 at 2.0v. It was stated that the patient would be having the device relocated to the left side to see if it would help with the issue that she was not getting therapeutic benefit. The patient noted that it would happen in about 2 weeks. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had been having to go to the doctors very frequently and it was not helping. The patient synced with the implant using the patient programmer (pp) and noted that stimulation was on. The patient noted that they had not had symptom relief and that they were still constantly going to the bathroom. The patient stated that they had relief at the beginning but in the past couple months it had been awful. The patient noted that they had gone to their healthcare professional (hcp) the day before report and they changed the patient's programs, but a manufacturer representative (rep) was not there. The patient noted that it did not appear that they did reprogramming and that the programs were just changed for them, but it did not help. The patient was then assisted with switching to program 4 from program 1 and activated the stimulation at 4.4 volts before decreasing noting that it was very strong stimulation. The patient stated that it was way too strong and was hurting them. The patient then lowered to 2.2 and was going to leave it there. The patient noted that they would raise stimulation once their body adjusted more. Additional information was received from the patient on 2018-feb-08. The patient reported that they wanted help with changing the stimulation setting because the setting that they switched to was not helping. The patient noted that the last time they changed a program it shocked them, so they wanted to prevent that from happening again. The patient was walked through changing stimulation from 4.3 v on program 1 to 2.0 v on program 2. The patient noted that they were seeing a turn stimulation on message and was advised to avoid pressing the stimulation off button unless their intention was to turn stimulation off. Additional information was received from the patient on 2018-feb-09. The patient reported that they thought that they thought that they had accidentally changed to program 3 at 3.5 v and wanted to move back to program 1. The patient was assisted with changing to program 1 and turned stimulation back on. The patient moved the stimulation to 2.0 v and noted that they had talked with their hcp about getting the stimulator taken out and a new one put in. No further complications were reported or were expected.